Event description:
During a surgical procedure using the panta system the x-ray showed the drill bit "missed the proximal nail hole." This caused a 5 minute delay to implant the proximal calcaneal screw. There was no reported injury to the patient. Additional clinical information was requested from the user facility but not received at the time of this report.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.